Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their stimulation had not been delivered recently. Impedance testing was performed and found impedance values involving electrodes 3 and 7 to be over 40000 ohms. Additionally, electrode 0 was found to have impedances of 26651 ohms and 27107 ohms when tested with reference electrodes 1 and 4 respectively. It was noted the ¿patient fell down in daily life¿ and that this was an external factor that may have led or contributed to the event. The patient¿s physician reportedly observed the event severity to be ¿not severe¿ and the cause of the issue to be that the patient fell down in daily life. The patient was reprogrammed to use electrodes that were still usable; lead replacement was to be considered at the time of report. The issue remained unresolved as of (B)(6) 2018. There were no surgical interventions performed and it was unknown whether any were planned, though none had been reported as of (B)(6) 2018. No further complications were reported or anticipated.